Manufacturer narrative:
Other strip lots used were 974, 69a, 70a, 961.

Event description:
The reporter called and alleged discrepant results when compared to a lab. The device results reported were 4.6, 5.6, 4.5, 5.0 and 4.9 inr. The corresponding lab results reported were 3.4, 3.9, 3.44, 3.41 and 3.62 inr.